Event description:
Healthcare professional reported bilateral exchange from textured implants due to concern with the product. Healthcare professional additionally reported rupture found during explant. Device has been explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: red particle material on the shell. Opening . Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and patient's concern with the product.

Event description:
Healthcare professional reported bilateral exchange from textured implants due to concern with the product. Healthcare professional additionally reported rupture found during explant. Device has been explanted.